Event description:
Customer alleged the toggle switch is broken and is having a problem with the speed on the chair. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, (B)(4) is approximately 8 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is stated that the dealer has serviced the chair for batteries and for the toggle switch and erratic movement. The dealer stated that the toggle switch is broken and the consumer is having an issue with the speed on the chair. The dealer stated that the damage to the toggle switch was due to the consumer running into something - consumer denies this. The consumer uses her power chair regularly. No RMA issued and no injury alleged.